Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was experiencing high capture threshold, as well as decreased and variable r-waves sensing. No intervention has been performed. The patient's condition was stable.